Event description:
Rn entered pt's room at 2040 hrs. In 2005 to assess the patient/hang IV pepcid. Morphine 50cc/50mg bag attached to the secondary port was empty. The rn disconnected the morphine and tubing to hang the pepcid and changed the secondary settings for the pepcid. (Did not look at previous secondary morphine settings). The rn realized at that time that the 50 ml ms04 bag was empty and it was only hung at 1400 hrs. In 2005. Only 6cc should have infused but 50cc had infused. The pt was semi-responsive. The pt was treated on the unit and transfered to ICU at 2230 brs. The pt was pronounced expired at 1:45 am the next day. Biomedical engineering performed a complete performance verification of the pump and did not find any abnormal operation.